Event description:
It was reported that the customer was hospitalized with high ketones and high blood glucose of 22.5mmol/l two weeks ago. It was stated that the customer was sick three times, but they did not know the reason causing the sickness. It was stated that the customer's blood glucose went up to 24.4mmol/l and have given a correction. Troubleshooting was performed, and the high pressure test passed. The customer did not have bent cannulas for the past three weeks. Reviewed the alarm history and found a no delivery, auto off, and low battery alarms. Advised the caller that the insulin pump is working as designed and the issues may be site or infusion set related. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device had cracked reservoir tube lip, cracked battery tube threads, scratched screen, and cracked case near the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.